Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems staples are not forming correctly and stapler not working properly. Another ems instrument was used to complete the case. There was no consequence to the patient.